Manufacturer narrative:
The reported event that the tip has broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that after use of the device the tip was identified to be broken off. No impact to a patient or procedural delays were reported with this event.

Event description:
It was reported that after use of the device the tip was identified to be broken off. No impact to a patient or procedural delays were reported with this event.